Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer was assisted with self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures (variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Software error alarm was present in the pump trace download due to software error ((B)(4)) no unexpected failed battery test alarms, battery icon anomalies, low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Insulin pump passed displacement test, sleep current measurement and active current measurement. Insulin pump communicated properly with test guardian link transmitter. No unexpected auto mode anomalies, active insulin updating messages, cal not accepted loop anomalies, change sensor alerts noted during testing.